Event description:
Customer reported the system continues to fluoro after exposure is terminated. No patient injury is reported.

Manufacturer narrative:
Possible aro. A ge representative evaluated the system and replaced the x-ray tube and high voltage cable. System operates as intended.